Event description:
The technician alleged that when he raised the siderail to the up position, it did not latch. No patient impact.

Manufacturer narrative:
The technician found the siderail was sticking. The technician cleaned and lubricated the siderail to resolve the issue.